Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2015). The patient¿s test strips #3712208 and #3568189 have been returned on 2/18/2015 and evaluated by lifescan product analysis on 3/16/2015 with the following findings: the test strips #3712208 involved with this complaint failed testing. When test strips #3712208 were tested with control solution, an error 4 was observed with no assignable cause found. The test strips #3568189 involved with this complaint failed testing. When test strips #3568189 were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue was noted when the returned lfs vial contained incorrect test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.